Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2019-03254.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2018-12473.

Manufacturer narrative:
Product details and physician information are not provided at this time. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2019-03254. It was reported the patient may have experienced a cerebrospinal fluid leakage (csf) during the thoracic scs trial procedure on (B)(6) 2019. Reportedly, the patient had chills and fever that started on (B)(6) 2019. The patient went to the emergency room on (B)(6) 2019 and was told that no infection was present. The trial leads were removed on (B)(6) 2019.